Manufacturer narrative:
H.6. Investigation summary: customer returned five (5) loose 31g x 6mm, 0.3ml bd insulin syringes. Consumer reported needle break off with 1 syringe from this box, another syringe from this box needle hub blew away from the barrel. All five returned syringes were examined, and it was observed that two of the syringes exhibited a damaged thumb press. None of the five returned syringes exhibited separated needle-hub/shield assemblies; removal of all five of the cannula shields confirmed that the needle-hub/shield assemblies would not separate. None of the five returned syringes were observed to have broken cannula. A review of the device history record was completed for batch #8337703 (for needle hub separates/needle breaks off during use issue). All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200794547] noted for cracked hubs a review of the device history record was completed for batch #8337703 (for thumbpress damaged). All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200794547] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (thumbpress damaged). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle hub separates, needle breaks off during use). As per investigation completed by manufacturing, "on 14 oct 2019, holdrege received a complaint, via a picture. Visual inspection of the picture found (2) syringes with the thumb press damaged. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends". H3 other text : see section h.10.

Event description:
It was reported that bd insulin syringe w bd ultra-fine¿ needle broke off in patient's leg during use. The following information was provided by the initial reporter: material no. 324910 batch no. 8337703 it was reported that needle hub separated from one syringe and another syringe needle broke off in leg and was removed by person giving injection.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #8337703. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for cracked hubs. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe w bd ultra-fine¿ needle broke off in patient's leg during use. The following information was provided by the initial reporter: material no. 324910 batch no. 8337703. It was reported that needle hub separated from one syringe and another syringe needle broke off in leg and was removed by person giving injection. This (B)(4) captures issue of needle break and needle hub separated on an unknown occurrence date. Verbatim: need break off with 1 syringe from this box. Person giving injection was able to remove the needle on own from patients leg. Another syringe from this box needle hub blew away from the barrel about 1 month ago. Found a 3rd syringe from this box while drawing up insulin the needle hub separated from syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w bd ultra-fine¿ needle broke off in patient's leg during use. The following information was provided by the initial reporter: material no. 324910, batch no. 8337703. It was reported that needle hub separated from one syringe and another syringe needle broke off in leg and was removed by person giving injection. This pr 1137710 captures issue of needle break and needle hub separated on an unknown occurrence date. Verbatim: need break off with 1 syringe from this box. Person giving injection was able to remove the needle on own from patients leg. Another syringe from this box needle hub blew away from the barrel about 1 month ago. Found a 3rd syringe from this box while drawing up insulin the needle hub separated from syringe.